Manufacturer narrative:
A possible lot number was reported. A device history record review was completed for the lot number and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
No product was not returned for evaluation; it was discarded at the hospital due to exposure to (B)(6). Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. A possible lot number was provided and review of the manufacturing records is in progress. A supplemental report will be sent with the device history results. No actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this case, the patient required a new stick during the procedure to insert a new arrow femoral artery catheter in the opposite leg. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during a liver transplantation case in a male patient, a volume view set was used to measure extra vascular lung water. The clinician inserted the volume view catheter utilizing the right femoral artery. As the clinician was inserting the guidewire into the needle, there was blood leakage and a hematoma developed. After placing the catheter, the clinician was removing the guidewire when it became stuck and the hematoma was noted to be progressing. The blood loss was unquantified and required compression using manual hand pressure and a sand bag. The clinician chose to insert a new catheter in the left leg, which required a ¿new stick¿; however, the clinician chose to utilize a full arrow femoral artery catheter set instead, which is a non-edwards product. There was no allegation of patient injury. The device is not available for evaluation due to exposure to (B)(6) and was discarded at the hospital. Complete patient demographics not provided.